Event description:
It was reported that the patient presented in clinic with high capture threshold on the right ventricular (rv) lead. Chest x-ray and transesophageal echocardiography were performed and further confirmed cardiac perforation. Pericardiocentesis was performed and the rv lead was explanted and replaced. Patient condition was stable.